Manufacturer narrative:
Additional narrative: during further evaluation, it was determined that incorrect detergent was used which was too aggressive which caused the paint to come off. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to illegible/missing labeling/packaging. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had a damaged component - housing, missing black paintwork and warning triangle, and did not have the normal/standard vibration. It was further determined that the device failed pretest for visual assessment, vibration and temperature. It was noted in the service order that the device was not turning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.